Event description:
Customer responded to field notification letter. Customer stated that the insulin pump is not working recently and after reading the letter, she noticed that the drive support cap is protruded. Customer blood glucose reading is 126 mg/dl. Advised customer not to manipulate or push on the drive support disk while connected. Advised that the insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.